Manufacturer narrative:
Investigation summary: DHR: DHR review found no non-conformities. Customer return sample and photograph was a used. The sample was contaminated. The single product sample was available for investigation and it was analyzed to confirm the defect reported by the customer. Upon further visual and inspection by zooming the defective site it was that the zoomed image revealed that the product was of venflon I which had an eye. Although there are multiple complaints (3) registered by the same customer for the same product with lot #18a1941j regarding material number 391591, the samples available for carrying out investigation revealed that the customer was using the venflon I instead of venflon and mistook it to be a defect, were as venflon I is a improvised and advanced product. Upon speaking to the customer we found that the customer is unaware of the improvised and advanced product of venflon I and needs to be educated about the new product.

Event description:
It was reported that bd venflon¿ I 22ga 0.8 mm x 25mm had tip damage and rust in IV stylet, this resulted in multiple pricks.

Manufacturer narrative:
(B)(6). The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd venflon¿ I 22ga 0.8 mm x 25mm had tip damage and rust in IV stylet, this resulted in multiple pricks.